Event description:
According to the hospital, during a surgical procedure, the table became unstable and tilted approximately 20 degrees. Hospital staff supported the pt to prevent any sliding. The table was returned to the level position by pressing the level button on the hand control. The surgery was completed without injury to the pt. (B)(4).

Manufacturer narrative:
The device was removed from the hospital and inspected by a field service tech (fst). The situation that occurred in the hospital was reproduced. The table was tested under a load and remained stable for 30 minutes before it started to tilt slowly. Additional attempts to duplicate the issue were no successful. Based upon the fst observation, maquet believes a foreign particle in the hydraulic circuit prevented the double-check valve to close tightly. Without the circuit completely closed, hydraulic fluid was allowed to seep back through the valve, resulting in the observed movement. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.